Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pregnancy with contraceptive device ("post implant pregnancy") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not performed.". The patient's past medical history included multigravida and parity 5. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, 1 year 11 months after insertion of essure, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), menstrual disorder ("menstruation issues"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial"), allergy to metals ("nickel allergy"), back pain ("back pain"), rash ("rash or skin condition type") and vaginal disorder ("vaginosis"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral partial salpingectomy via modified pomeroy method.) And surgery (underwent treatment due to complications). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and back pain was resolving and the pregnancy with contraceptive device, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, bacterial infection, rash, depression, anxiety and abdominal pain outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The caesarean delivery occurred on (B)(6) 2011. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bacterial infection, depression, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, rash, vaginal disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received. Events per pfs: vaginosis, depression, mental anguish and abdominal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pregnancy with contraceptive device ("post implant pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not performed.". The patient's past medical history included multigravida and parity 5. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial"), allergy to metals ("nickel allergy"), back pain ("back pain") and rash ("rash or skin condition type"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral partial salpingectomy via modified pomeroy method.). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and back pain was resolving and the pregnancy with contraceptive device, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, bacterial infection and rash outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The caesarean delivery occurred on (B)(6) 2011. The reporter considered allergy to metals, back pain, bacterial infection, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia , bacterial infection, nickel allergy , device monitoring procedure not performed, back pain, rash are added. Historical & concomitant conditions are added. Pregnancy outcome updated. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and pregnancy with contraceptive device ('post implant pregnancy') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not performed.". The patient's medical history included multigravida and parity 5. Concomitant products included ibuprofen and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and rash ("rash or skin condition type"), 5 months after insertion of essure. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2011, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), menstrual disorder ("menstruation issues"), allergy to metals ("nickel allergy"), back pain ("back pain") and vaginal disorder ("vaginosis"). The patient was treated with surgery (bilateral partial salpingectomy via modified pomeroy method. And underwent treatment due to complications). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage and bacterial infection had resolved, the pregnancy with contraceptive device, menstrual disorder, menorrhagia, rash, depression, anxiety and abdominal pain outcome was unknown and the back pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The caesarean delivery occurred on (B)(6) 2011. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bacterial infection, depression, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, rash, vaginal disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome for event bacterial infection, allergic reactions,pelvic pain and abnormal bleeding to recovered incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.